Event description:
Surgeon placed stapler through trocar, closed the stapler onto the tissue and pressed the button to fire the staple. Staple would not fire. Surgeon removed the battery and re-inserted it into the stapler and the staple still would not fire. Manual override used to remove stapler and a new device was opened. No patient harm.what was the original intended procedure?lap sleeve gastrectomy.device #1is this a laboratory device or laboratory test?no.